Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 158 mg/dl and 55 mg/dl. Customer is incoherent and cannot self-treat. Customer's husband treated the customer with cookies and glucose tablets. No adverse event reported. Requested return of suspect device and replacement was sent.